Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence and adhesions with surgical intervention. A review of the device history record for strattice lot s11180 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013 and (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This record is associated with the device implanted on (B)(6) 2013. Additional information was received through the ppf form that states: on (B)(6) 2017 exploratory laparotomy; extensive lysis of adhesions lasting 220 minutes; partial omentectomy; excisional debridement of ischemic abdominal wall fascia with removal of synthetic foreign body material; complex abdominal wall reconstruction with open repair of an incarcerated recurrent incisional ventral hernia in the rives-stoppa technique utilizing a biomesh retrorectus underlay, measuring 30 x 30 cm in dimension; bilateral component separation of the transversus abdominis rectus (tar) release of the anterior abdominal wall to assist in fascial closure; adjacent tissue transfer closure of the anterior abdominal wall to achieve complete wound closure with the wound ultimately measuring 38.5 x 34.5 cm in dimension (1328.25 square cm); placement of an external tissue expander device (dermaclose); this is a modifier 22 procedure. For extreme difficulty of the procedure secondary to the patient¿s extremely large recurrent incarcerated incisional ventral hernia that had loss of abdominal domain. This necessitated complex abdominal wall closure techniques with bilateral component separation and adjacent tissue transfers secondary to the necessity of contouring the abdominal wall in this morbidly obese patient with a very thick abdominal wall. The patient claims the following resulted from the implantation of the strattice mesh: the patient has experienced pain and suffering, physical injury, loss of enjoyment of life, scarring and disfigurement, and economic and non-economic losses as a result of his strattice implant. He has been hospitalized and undergone several procedures. The patient suffered from wound infections and abscesses. He was bedridden for almost a month and a half. He received IV antibiotics. He was placed on a wound vac for several months that he had to wear while showing houses as a realtor, which caused him embarrassment. A wound care nurse came approximately 3 times a week to change his dressings. He had physical and occupational therapy due to extreme weakness. The patient is dependent on others to help with daily tasks he has difficulty completing by himself. He has difficulty participating in the care for his special needs son. He has been unable to participate in family outings and activities due to his pain and weakness. The patient has lifting restrictions causing him to adjust his physical activities. He is unable to play tennis or exercise which caused him to gain weight. He has difficulty sleeping. He is fearful he will suffer from another hernia in the future. These injuries contribute to the patient's ongoing depression and anxiety. No other information was provided. This is the same event and the same patient reported under MDR # 1000306051-2023-00244 (abbvie complaint # (B)(4)).